Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed. No anomalies were found. A proximal portion was received measuring 2.5 cm. A distal portion was received measuring 2.5 cm. Visual summary analysis of the lead indicated damage at implant. Only small pieces of the distal end of the adaptor were returned.

Event description:
It was reported that t wave oversensing was occurring on the right ventricular (rv) lead. A new rv lead was placed for pacing and sensing and the high voltage portion of the lead remained in use. One day later t wave oversensing was occurring again and the patient received multiple inappropriate shocks. The new lead was repositioned and t wave oversensing still occurred. The physician attempted to use a lead adaptor to pace from the tip of the new pace/sense rv lead to the tip of the high voltage rv lead; however, when attempting to tighten the screw in the adaptor, the wrench broke off and the adaptor broke. The physician was then unable to get the second wrench to loosen the set screw to remove the adaptor. Eventually, the pace/sense rv lead and the adaptor were removed. The original rv lead was extracted on a later date and a new rv lead was implanted. No further patient complications have been reported as a result of this event. (B)(6)

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d274drg, implantable cardioverter defibrillator (ICD), (B)(6) 2010; 5076, implantable pacing lead, (B)(6) 2013; 6947, implantable tachy lead, (B)(6) 2010. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.